Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Additional information was received that the patient felt a lack of rigidity/firmness with his device. The physician decided to add 10ml of saline in 2017, but this did not help. The physician then decided to replace the cylinders. There were no further patient complications.